Manufacturer narrative:
Concomitant medical products: ddmb1d4, ICD, implanted: (B)(6) 2020. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a remote monitoring transmission indicated that the defibrillation impedance had increased on the right ventricular (rv) lead. Additionally, high thresholds and oversensing were noted on the right atrial (ra) lead. Both leads remain in use. No patient complications have been reported as a result of this event.